Event description:
It was reported during an electrophysiology procedure, the doctor was using a 4.0 blade during a generator and lead change procedure when the coagulation button stopped responding when activated. They said it gave an error message but they couldn¿t read what it said. They did some trouble shooting, such as trying to reboot, but the same thing happened. This unit has been working for a long time, and their biomedical engineering department had run the appropriate safety checks.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 to 08/15/2012. The pulsar generator was received in poor condition, with tape and dark areas on the lid, and cart gouges below the side vents. The unit delivered rf correctly. Internal inspection revealed heat damage where the green cut switch wire connects to the rf amp pcba. A flaw in the rf controller software was confirmed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.